Manufacturer narrative:
The insulin pump passed the displacement test. Motor error alarm noted during basic occlusion test due to faulty force sensor. Cracked case on lcd display window corners and cracked battery tube threads noted during visual inspection. Motor was tested outside the device and passed.

Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.